Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H10: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pouch of a minicap extended life pd transfer set was not sealed well. This was found prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation.visual inspection using the naked eye noted an incomplete pouch seal. The reported condition was verified. The cause of the condition could not be determined; however, it possibly occurred during the handling of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.